Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that, on an unspecified date, she had a hysterectomy because of essure. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, social media case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a hysterectomy done. This event was considered serious, due to medical importance and it is listed in essure's reference safety information. If removal of essure micro-inserts is necessary; surgery (salpingectomy or hysterectomy) is usually required. In this particular case, as consumer reported she had a hysterectomy because of essure, a causal relationship between this event and the suspect insert cannot be excluded and due to the required intervention this case was considered an incident. No further information can be obtained since this a social media case. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs